Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal due to injury to herself") in a female patient who had essure inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal due to injury to herself") in a female patient who had essure inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 9 years 4 months after insertion of essure. The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)\migration of essure device\ failure to occlude (close) fallopian tube(s)') and device expulsion ('expulsion of essure device') in a 43-year-old female patient who had essure (batch no. R- 627296, l-626905) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vulvovaginal mycotic infection ("vaginal yeast infections"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain lower ("lower left abdomen pain"), pain ("all over body pain") and infection ("infection other") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, urinary tract infection, migraine, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, fatigue and pain outcome was unknown, the vulvovaginal mycotic infection was resolving and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, infection, migraine, pain, urinary tract infection, uterine perforation, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - in 2008: physician could not confirm that both tubes were occluded.; in 2009: physician stated that she was unable to confirm that both tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs received; lot no. Was added. Lawyer was added. Medical device removal was replaced with urinary tract infection & new events- vaginal yeast infections, migraines / headaches, nickelallergy, dysmenorrhea, dyspareunia, expulsion of essure device, all over body pain, lower left abdomen pain, vaginal discharge, perforation (fallopian tube(s)), fatigue, perforation(uterus), weight gain, were added. Lab test was added. Patient's demographic was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)\migration of essure device\ failure to occlude (close) fallopian tube(s)') and device expulsion ('expulsion of essure device') in a 43-year-old female patient who had essure (batch no. R- 627296, l-626905) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vulvovaginal mycotic infection ("vaginal yeast infections"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain lower ("lower left abdomen pain"), pain ("all over body pain") and infection ("infection other") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, urinary tract infection, migraine, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, fatigue and pain outcome was unknown, the vulvovaginal mycotic infection was resolving and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, infection, migraine, pain, urinary tract infection, uterine perforation, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - in 2008: physician could not confirm that both tubes were occluded.; in 2009: physician stated that she was unable to confirm that both tubes were blocked.. Lot number: 626905 manufacture date: 2008-04 expiration date: 2010-03 , lot number: 627296 manufacture date: 2008-05 expiration date: 2010-05 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.